Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated: h2, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the communication error was due to failed at link in and link out test due to damaged mother board. Olympus will continue to monitor field performance for this device. This report was sent in error as the communication error would not cause or contribute to a death or a serious injury if it were to recur.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown therapeutic procedure, the generator had a communication error. There was no harm or injury reported.